Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 209 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had a corroded keypad traces. No button error alarm during testing. The insulin pump was received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner and broken belt clip slot, scratched reservoir tube window and cracked lcd window.